Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-may-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer was failed and not detected on bus. A field service engineer verified the customer issue and found that auxiliary matrix drawer one was not detected on the bus. After manually opening the drawer, the fse discovered that medications had shifted to the rear, causing the detection problem, removed the medications, secured all connections, and restarted the station, after which the customer was able to recover successfully, then logged into the hardware test application (hta) and performed a final test on auxiliary matrix drawer one, which passed without issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the matrix drawer failed and was not detected on the bus. The customer attempted troubleshooting steps, including rebooting the station and performing a drawer recovery, but the drawer remained unable to open. However, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.